Manufacturer narrative:
The device will not be returned for evaluation as they were implanted in the patient. Based on the reported information, there did not appear to have been any defects of the device during use. The events occurred in the patient post procedure and their causes were unknown. Reference (B)(4).

Event description:
Medtronic (covidien) received report that a patient experienced subarachnoid hemorrhage (sah) post-pipeline flex implantation. The patient had an unruptured, saccular aneurysm in the ophthalmic portion of the left internal carotid artery (ica); the aneurysm was not previously treated. Vessel was moderately tortuous. Three coils were placed into the aneurysm, then a pipeline flex was placed across the neck of the aneurysm without difficulty. CT confirmed full pipeline flex apposition to the vessel wall. Stasis was observed in the aneurysm at the end of the procedure. That night while in the hospital, the patient complained of a severe headache with ascending pain. CT was performed which confirmed blood from a small sah in the aneurysm region. Patient stabilized; condition improved that night and the next day. Two days post-procedure, a diagnostic angiogram showed that there was new expansion of the neck of the aneurysm with what the physician believed was a new pseudo aneurysm. The physician believes the pseudo aneurysm is what bled. There was quick filling and washing out of the contrast at the neck of the aneurysm. A decision was made to telescope additional pipeline devices across the aneurysm neck. Three additional pipeline devices were placed. Stasis was achieved. The patient was doing well with no apparent deficit from the sah and was anticipated to be discharged four days post-procedure. Four days post-procedure, the patient was not discharged as she had some visual disturbances on the left side. Transcranial doppler (tcd) showed mild elevations of brain blood flow velocity six days post-procedure, the patient developed incomplete hemianopsia. MRI showed some compression of the optic track on the left side and no visible stroke. As of nine days post-procedure, the patient was still in the hospital.